Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer provided that patient is an adult (patient over 18 years old).

Event description:
It was reported that during a primary camptosar (513 ml) chemo infusion, programmed at a rate of 342 ml/hr. To infuse over 90 mins, the user noticed air drawn into tubing collapsing the drip chamber. The rn reported there is a delay in the infusion in which the patient is not fully receiving the total amount of chemotherapy. The customer reported that there was no patient harm due to the delay in the infusions.